Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced leaking during multiple cartridge supply changes, observed during the fill tubing process, and replaced the cartridge each time; the user¿s blood glucose was not affected, and the issue pertained to the reservoir with a leak. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at the seal consistent with a device leak/splash associated with the reservoir component. The user was educated to insert the cartridge into the pump before attaching the connector and tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.